Event description:
It was reported to philips that the system did not bootup. The device was not in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. The customer reported that they found the ac/dc leds were off on direct current power supply (dcps) on m cabinet. Upon troubleshooting, the fse checked input and output of direct current power supply (dcps) and found that there was no output. To resolve the issue, the fse replaced the dcps. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.